Event description:
It was reported that the irrigation pump was not working on the sonopet console during service. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed. Evaluation in progress.

Event description:
It was reported that the irrigation pump was not working on the sonopet console during service. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The event was confirmed by the repair technician. The irrigation pump would not work as the power supply board was faulty. The board was replaced and the console passed all final inspection activities and returned to the account.